Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed that the brown foreign material adhered to the subject device. As a result of the component analysis of the brown foreign material, omsc was confirmed that it has the same component as the adhesive used at the manufacturing. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the reprocessing, the user confirmed the adhesive of the subject device was exuded. In addition, as a result of the investigation by omsc, the following was confirmed. -foreign material adhered to a metal part of the forceps plug. -a part of the forceps plug was missing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.